Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was elevated motor current/saturated flows that suggested an impending device failure. The pump was removed. After removal, clot/fibrin was noted by physician in impella. There was no patient harm and no new impella was inserted.

Manufacturer narrative:
Data logs showed the motor current gradually increased with no p-level change, accompanied by saturated flows. Recurrent placement signal spikes occurred throughout this period. Additionally, the purge pressure rapidly rose towards the tail end of the motor current rise. Remnants of biomaterial were found on the impeller of the retuned pump. Therefore, when considering the clinical information, it was determined that the cause of the saturated flow was ingested biomaterial.